Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubbles in the reservoir. The customer¿s blood glucose was 375 mg/dl at time of incident and other blood glucose level was 379 mg/dl. Customer stated that the approximate size of air bubbles was as big as ball point size. Customer's declined to go through the troubleshooting anymore for air bubble. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The devices will not be returned for analysis.